Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; an opening and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: d4, h6.